Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room and was found to have an infection. The device was explanted. The patient was on IV antibiotics and the patient was in good condition prior, during and after the procedure.